Manufacturer narrative:
The reported issue is currently under investigation.

Event description:
It was reported that the 9800 system had overload and filament error messages. No pt injury was reported.